Event description:
This problem first occurred in 2002. Pt began wearing ciba night & day contact lenses. Pt received three lenses with no correction or incorrectly mislabeled during their trial period. The company rep was informed of this by their doctor's office and failed to investigate it, indicating it might be pt error, and asking if it was diabetic. In 2003, pt opened a new box and again got a lens with no correction. Pt emailed ciba and received no response. Pt believes they have a quality control problem which they won't address.